Event description:
During a ventricular tachycardia ablation procedure performed with a therapy cool flex ablation catheter, a pericardial effusion occurred. An inquiry decapolar ep catheter was placed in the coronary sinus for use as a reference with the ensite navx mapping system. A therapy cool flex ablation catheter was advanced through a non-sjm introducer to perform ablation in the right ventricular outflow tract (rvot). After approximately one hour, a fast cath swartz guiding introducer was inserted to assist in stabilizing the therapy cool flex ablation catheter; however, this was not helpful and was never fully advanced into the heart. The therapy cool flex ablation catheter was then found to have twist in the catheter shaft near the tip; therefore, the catheter was replaced with the same model. Several catheter shifts were noted in the coronary sinus so it was decided to attempt a retrograde approach with an unknown quad catheter, which would then be used for mapping purposes. An arterial blood pressure reading was measured, revealing the patient was hypotensive and bradycardic. An echocardiogram identified a pericardial effusion and a pericardiocentesis was performed, which stabilized the patient. The procedure was continued and the patient remained stable throughout. The cardiac perforation was noted to be at the rvot.